Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient, a bengal cat, underwent a left flank ovariohysterectomy procedure. The suture was used in the muscle closure. An incisional hernia of the abdominal muscle was noted seven days after the original procedure. An exploratory surgery revealed omental fat herniated, sutures has come undone. It was repaired with more suture and no further complications were noted.